Event description:
It was reported that the patients stimulator and extensions were removed due to infection. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Correction: the event date was initially reported to be the explant date of the device. Additional review indicated the following concomitant products made up the patient's implanted system at the time of the infection. Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# v358538, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot# v358538, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received indicated the onset of the infection was between (B)(6) 2012. Perioperative antibiotics were administered and the patient did not have meningitis. The primary location of the infection was at the device pocket and the ¿catheter or lead track.¿ information reasonably suggests the latter was referring to the extensions as they were removed and the patient¿s leads were not. Symptoms of infection included redness and pain. A culture from the device pocket showed a (B)(6) coagulase negative. A partial device system explant was required for treatment in addition to IV antibiotics. It was stated the infection had resolved. It was further noted the patient had a ¿debilitated status,¿ indicated to be a risk factor prior to being implanted with the device.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# v358538, product type: lead. Product ID: 3389s-40, lot# v358538, product type: lead. Product ID: 3389s-40, lot# v358538, product type: lead. Product ID: 3389s-40, lot# v358538, product type: lead. (B)(4).